Event description:
Same case as mfg. Report 2134265-2008-03479. Event determined to be reportable based on analysis approved 05/25/2007. It was reported that during a percutaneous coronary interventional drug eluting stenting procedure, a stent had difficulty crossing a placed stent. The lesion was located in the mid left anterior descending (lad) artery. The physician tried to cross a previously placed taxus stent with a taxus liberty 2.75 x 12 mm stent, but was unsuccessful. The procedure was completed with another manufacturer's stent. No patient injuries were reported. The patient's current status is reported as "ok."

Manufacturer narrative:
Visual examination of the returned unit revealed that the relevant stent was not returned for analysis. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A labeling review identified that the device was used per the taxus liberte direction for use (dfu). However, the complaint report states that the lesion has stenosis present. This could be a potential contributing factor to the complaint incident. A review of the manufacturing documentation for the top and sub assembly related batches found no anomalies or deviations during the manufacture of either batch and this batch met all specifications at the time of release to distribution. The most probable root cause classification of operational context due to anatomical/procedural factors encountered during the procedure that limited the performance of the device.